Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 417 mg/dl which was treated with manual shot. Customer¿s current blood glucose was 329 mg/dl. Customer stated that they got alert for lost sensor signal. Customer also reports that insulin pump alarmed for failed battery test and replace battery now. Customer performed troubleshoot for the issue and insulin pump did not alarmed for failed battery. Customer declined troubleshoot for high blood glucose but insulin exited at quick release. Insulin pump will not be return for analysis.